Event description:
It was reported that 2 batteries showed a red light while charging and were replaced. Related MFR: 2916596-2023-07745.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue with the 14v battery was confirmed via analysis of the returned battery. During testing, the returned 14v battery was inserted into a known working test universal battery charger (ubc) and was not accepted for charge. Upon inserting the battery, a red light illuminated, and an error code displayed on the ubc, indicating that the battery¿s main printed circuit board (pcb) was damaged. Additionally, the voltage of the returned battery was measured to be 0 v, and no leds illuminated upon pressing the battery¿s fuel gauge button. It was attempted to manually charge the 14v battery by applying voltage from a power supply directly to the positive and negative terminals; however, the battery did not appear to be charging. The battery was then milled open to further inspect the internal components. Inspection of the internal main pcb revealed that multiple components had become compromised due to corrosion, including several components associated with the circuitry that connects the battery¿s cells to the contacts. Due to the damage to these components, the battery was unable to properly charge and output voltage. Prior to opening the battery, no damage or cracks to the battery housing were observed that would have allowed moisture ingress to occur. The battery was manufactured on 09feb2023, and the reported event date was on (B)(6) 2023. Additionally, the battery was issued to the patient on (B)(6) 2023; therefore, the battery was not passed its expiration date while the battery was in use and at the time of the reported event. The reported event was determined to be multiple components on main pcb becoming compromised due to corrosion; however, the root cause of the corrosion could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 14v battery revealing that the battery passed all inspection testing. The 14v battery was shipped to the customer on 12mar2023. Heartmate 14 volt li-ion battery instructions for use explains the operation of batteries in the heartmate system. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" and heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ describe how to care for and clean all equipment, including the 14v batteries. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.